Event description:
A rn reported that an intraocular lens (iol) would not fold properly. Pt impact is unk. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent-gusset and distal area. The optic was scratched-rejectable. The lens folded using folding tweezers and unfolded with no abnormalities. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 01/13/2010 and 02/03/2010 by mail. A completed questionaire has not been received. (B) (4). (B) (4). (B) (4).